Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/4/2021. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number ramdxz and no non-conformances related to the reported complaint condition were identified additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary: an opened sample of product code pdp593g was returned for analysis. In order to evaluate the conditions of the returned sample, the swage and attachment area was noted to be as expected and no needle bending was observed. The suture was examined along of the strand to detect any issue related to damaged or breakage suture and no defects were observed during evaluation. A functional test was performed, and the tensile strength result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m.

Event description:
It was reported that a patient underwent a pacemaker implantation surgery on an unknown date and suture was used. During the procedure, when closing the surgical wound, the suture broke and the needle bent. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm the quantity of product involved during this single procedure? Qty of product involved is 3. Could you please provide the lot number? Ramdxz the following information was requested, but unavailable: how many devices were observed of having suture breakage and how many with needle bending? Please specify. No further information is available. Event date ? No further information is available. ¿ trade name - irgacare®, ¿ active ingredient(s) ¿ triclosan, ¿ dosage form ¿ suture/solid/parenteral, ¿ strength ¿ = 2360 ¿g/m. Events reported in 2210968-2021-08462, 2210968-2021-08465 and 2210968-2021-08469.